Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow keypad button had been intermittently unresponsive for two weeks and had become unresponsive that day. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump under clothing against the body and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.